Event description:
On (B)(6) 2016, a reporter for the patient contacted lifescan (lsf) (B)(4), alleging that the patient's onetouch verio2 meter displayed inaccurately high results compared to her feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The reporter claimed that the meter began reading inaccurately high about 2 months prior to contacting lfs. The patient manages her diabetes with insulin (no adjustments). The reporter indicated that on an unknown date and time about 2 months ago, prior to the start of the alleged inaccuracy issue, the patient had symptoms of "shakiness" and "felt her blood sugar was low." The reporter claimed that the patient tested her blood glucose level using the subject meter and rather than being low as she had expected, the result was "within normal range"; however, no specific results were provided by the reporter. She indicated that the patient self-treated her symptoms with glucose tablets and felt better. She denied that any other device had been used to check the patient's blood glucose levels. At the time of troubleshooting, the csr noted that the patient&#62688;test strips had been stored correctly and the meter was set to the correct unit of measure. The reporter did not have control solution available to test the meter and test strips. Replacement products were sent to the patient. Although the reporter claimed that the patient obtained the alleged inaccurately high blood glucose result after the start of the product issue, it cannot be ruled out with all certainty that the meter may have been reading inaccurately prior to this time, resulting in the patient over-medicating and causing the symptoms reported.